Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that after the first firing, the anvil dislodged. A new instrument was used to finish the case. There was no consequence to the pt.